Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 7081455 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a lead replacement procedure due to lead migration. The patient was doing well postoperatively, and the explanted lead was discarded per hospital policy.